Event description:
The pump was returned for investigation. Investigation revealed physical damage to the force sensor assembly and the lead screw gear was found to be worn. The ball bearing was also found to be missing. The force sensor was also found to be out of calibration. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the pump history revealed a "loss of prime" warning with low non-zero force. The rewind, prime and load steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. During evaluation, physical damage was found to the force sensor assembly and the lead screw gear was found to be worn. The ball bearing was also found to be missing. The force sensor was found to be out of calibration.